Event description:
Event description guidant received information that this device was pacing faster than expected. The patient had surgery and in the recovery room the doctor noticed a high paced rate. The patient had become hypotensive. Technical services advised the high rate pacing may be due to equipment in the room affecting the minute ventillation (mv) rate response feature. The hospital was upset for not notifiying them of the potential for high rate pacing with mv turned on.